Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2,h-3,h-6, h-10 the device was returned to the factory for evaluation on 07/08/2024. An investigation was conducted on 07/25/2024. A visual inspection was conducted. Only the harvesting device was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the non-return of the cannula as well as the evaluation results, the reported failure "material twisted/ bent c-ring" was not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000399339 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, c-ring was bent when opening packaging. Evh kit set aside and another was opened to complete the case. No delays to the case. No patient contact. Patient was not in the or. No patient injury.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.